Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that non-physiologic noise was oversensed on this device during the implant procedure. No reports of out of range lead measurements. Air bubbles behind the sealplugs were suspected. No adverse patient effects were reported and the device remains implanted.